Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of plunger movement difficult with lot #9163585 regarding item #306572 investigation. The non-conformance's were reviewed for this batch and there was no record of non-conformance associated with this batch. Conclusion: based on the investigation, with no sample or photos returned, bd cannot comment that any of the above contributed to the failure. Root cause description: no root cause can be determined as no samples were received. Rationale: the non-conformance's were reviewed for this batch and there was no record of non-conformance associated with this batch. There was no samples or photos returned, therefore the complaint could not be substantiated.

Event description:
It was reported that during use of the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% after injecting 4ml. The plunger was blocked in the syringe. This occurred on 4 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: plunger blocked in the syringe after injection of 4 ml. The incident occurred on a series of 4 syringes from the same batch.